Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. Regarding the couple of motor stalls and recoveries due to the patient having mris (magnetic resonance imaging) in the recent past, it was noted that the pump recovered within normal range regarding the mris. Aside from the logs, no further diagnostic tests/troubleshooting was performed. The pump was replaced and the patient has not had any repeat issues. The cause of the patient¿s symptoms was not determined.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The returned pump was interrogated and as per the logs the dilaudid with concentration 25 mg/ml at a dose rate of 1.583 mg/day as of (B)(6)2019. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving dilaudid (25mg/ml at 3.3mg/day) via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain and failed back syndrome. It was initially reported on 05/02/2019 that approximately 4 to 5 weeks prior to 05/02/2019 on a wednesday, the patient's symptoms started. The date (B)(6) 2019 is considered an approximate date of event (year known only). The patient slowly just started getting tired and feeling sleepy; the patient would have these symptoms wednesday through thursday and then got better on friday. Each week that cycle would repeat with symptoms being present wednesday through thursday and getting better friday. The healthcare provider (hcp) turned the pump down on (B)(6) 2019, but the patient still experienced the same cycle the following week. The patient got personal therapy manager (ptm) boluses of 0.1mg up to 6x/day. Other than a couple of motor stalls and recoveries due to the patient having mris in the recent past, there was nothing unusual in the pump logs. On (B)(6) 2019, the expected volume was 17ml and they pulled back 16.5ml, which was around what they were expecting. It was noted that there did not seem to be an issue with overinfusion based off this information. The hcp increased the basal rate by 20% and kept the boluses the same. They had scheduled the patient to come back on (B)(6) 2019 for a dye study if needed. There were no further complications reported at this time. It was noted that they did not know the patient¿s weight or any other demographics. The pump was currently administering dilaudid with concentration 25 mg/ml at a dose rate of 2.480 mg/day. On (B)(6) 2019 additional information was received via a company representative. It was reported that regarding the person who initially reported the event, the patient reported to the doctor and the manufacturer representative was called in to troubleshooting on (B)(6) 2019. There were no further complications reported at this time. On 06/24/2019 additional information was received via a company representative. The pump was returned to the manufacturer for analysis.

Manufacturer narrative:
Analysis of the pump revealed a non-significant finding regarding pump motor o-ring wear that did not affect infusion in the lab. If information is provided in the future, a supplemental report will be issued.